Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported event of the implant being unable to be placed into the osteotomy and/or lacking primary stability is likely due to the patient bone quality (pre-existing condition) or the surgical technique. There is no reported malfunction and/or deficiency of the implant and there is no indication that the implant has caused or contributed to the failed attempt to place the implant. More than 800 complaints related to this event have been investigated since 01-apr-2017 and, out of these investigations, no signals indicating potential manufacturing non-conformances affecting primary stability have been identified. Therefore, this event has been deemed not reportable. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: if other, specify. H4: device manufacture date. H6: evaluation codes. H10: additional narrative h3 other text : device problem already known, no evaluate.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight: unknown. Reporter's email: unknown.

Event description:
It was reported that the implant (boss510) was unable to be placed. No other implant was placed. Site was grafted. Tooth location 30.